Event description:
The customer's father reported via phone call that the insulin pump alarmed no delivery while bolusing. The customer's blood glucose was 260 mg/dl. The customer's high blood glucose was attributed to an infection. The customer's mother had previously solved the issue. The customer was advised of possible reasons for the alarm. The customer was advised to call back if the alarm recurred. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.